Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 591mg/dl. The customer indicated that the infusion set came out accidentally due to the tape not sticking. Customer declined high blood glucose troubleshooting and indicated that their doctor has helped them with the high blood glucose. No further details given.